Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the black box indicated one unexplained reboot occurred at 02:47 on (B)(6) 2017. The battery compartment was observed to be cracked. The battery cap threads were found to be stripped. The returned battery cap was unable to maintain electrical connection, and a power issue was duplicated. A test battery cap was able to secure and maintain electrical connection. The pump was exercised for 24 hours with the test cap, and no further power interruptions occurred. The pump cover was removed and no defects were found to the power circuit. (B)(4).